Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. An open lead condition was also detected by the device. Surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.